Manufacturer narrative:
Weight: unknown, ethinicity: unknown, race: unknown, explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -07.00 diopter, into the patients right eye (od) on (B)(6) 2021. The reporter indicated toxic anterior segment syndrome (tass) was observed after lens implantation. Diagnostics were not performed. Oral prednisolone and betamethasone sodium phosphate eye drops were prescribed. The problem was resolved and the lens remained implanted. The cause of the event was due to user error (allergies to lenses).